Manufacturer narrative:
The reported blood loss has been attributed to bleeding from the access needle site not related to the nxstage system one. There is no evidence of a device malfunction. The cycler alarmed appropriately when air was introduced into the cartridge set. Nxstage reviewed the reported blood loss with the pt's facility who has provided add'l training. Nxstage considers this report closed.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Upon initiation of a routine home hemodialysis treatment, approx 50cc of blood leaked from the pt's access needle site. While administering to the access, air was introduced into the cartridge and the cycler displayed air alarms. Treatment was terminated without rinseback due to air alarms and continued bleeding from the access needle site, resulting in a blood loss total of approx 100cc. No medical intervention was required.